Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient experienced chronic pain, discomfort, and other symptoms. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 5/18/2015-pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the stem is now being added for the alleged high metal ions. No labs provided. The complaint was updated on:6/10/2015.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges injury and weakness. After review of medical records for the MDR reportability, there was no revision reported. There was no labs result provided for previous alleged metal poisoning.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).